Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Correction: the initial MDR submitted on march 17, 2026; was filed inadvertently.device was surgically rejected, not explanted.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to soft tissue complication and an infection (site of infection not confirmed). The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR submitted on february 24, 2026; was filed inadvertently. Device was explanted due to surgical error, not soft tissue complication or an infection.